Event description:
Philips received a complaint by the customer regarding the philips v60 ventilator, which was reported to be in use with a patient experiencing respiratory distress after 30 minutes. The caregiver alerted medical staff about symptoms including dizziness and cyanosis, alongside a drop in oxygen saturation to about 80%. An alarm indicated a circuit obstruction, and despite replacing the circuit tubing, the issue persisted, causing agitation for both the patient and family. The ventilator was subsequently replaced with a new unit, and no further medical intervention or delays were noted. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received on 16dec2025, the customer reported that the ventilator experienced a significant decrease in tidal volume and that the alarm circuit was blocked. The issue was identified through observation of reduced tidal volume and active alarms. At the time of the event, the patient was receiving assisted breathing support. The patient was transitioned to a replacement ventilator and recovered without further complications; no additional medical interventions were required, and no injury was reported. Detailed device configurations, settings, patient demographics, diagnostic reports, event logs, photos, and screenshots were not provided, as the customer was unwilling to share this information. The patient was not suctioned during the event, and no other medical interventions were performed. The hospital engaged a third-party service provider to perform maintenance. The turbine was replaced, after which the ventilator resumed normal operation. The device successfully passed performance specification testing following the repair; however, details on how specifications were confirmed were not provided. The ventilator has since been returned to service. The replaced turbine was not returned to respironics for further investigation and was discarded by the customer. No further action is required at this time. If additional information becomes available, the complaint file will be reopened. Root cause determination at the component level could not be completed, as no parts were returned for investigation.